Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. The returned device was visually examined, and the following was observed: longitudinal and radial balloon burst confirmed. No apparent missing pieces. The certitude steering tube was cracked and separated 1cm from bonding joint between balloon and steering tube, leaving guidewire lumen exposed and kinked. As per follow up performed, this damage was caused during surgical removal of the device. The inflation balloon single wall thickness was measured along the edges of the burst location. All measurements taken of the balloon single wall thickness met the specification imagery provided was reviewed and revealed the following: a cine video was provided confirming the balloon burst after full inflation. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event of balloon burst and difficulty to withdraw system through sheath were confirmed by visual examination of the returned device. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported, the patient had moderate annular/leaflet calcification, and as per medical opinion, calcification or a previous coronary stent which was protruding into the aortic root could have been the root cause of the reported event. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Similarly, any physical interactions between the rigid stent struts and the balloon could have compromised its structural integrity, causing it to burst. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. Imagery provided was reviewed and revealed the following: a cine video was provided confirming the balloon burst after full inflation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst was confirmed through the review of the returned imagery, while the complaint for difficulty to withdraw system through esheath was unable to be confirmed due to no applicable imagery or device returned. No manufacturing non-conformance was identified during the evaluation. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported, the patient had moderate annular/leaflet calcification, and as per medical opinion, calcification or a previous coronary stent which was protruding into the aortic root could have been the root cause of the reported event. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Similarly, any physical interactions between the rigid stent struts and the balloon could have compromised its structural integrity, causing it to burst. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty.

Event description:
As reported by an edwards france affiliate, during a transaortic tavr procedure with an unknown sapien 3 valve. The certitude delivery system balloon burst, during valve deployment at full inflation. The valve was successfully implanted. However, there were difficulties removing the delivery system through the sheath. And the cardiovascular surgeon had to extend the incision site to retrieve the introducer and the balloon catheter. The patient was fine post procedure. Per report, calcification or a previous coronary stent, which was protruding into the aortic root could have been the root cause of the reported event.

Manufacturer narrative:
Investigation is still ongoing.